Event description:
It has been reported to philips that the system can't exposure. The device was in clinical use. No patient harm reported. The philips field service engineer (fse) went on site and checked the log on the site and found there is a generator communication error. The fse re-loaded the table software and the system is back to normal. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred near to the end of procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal plane was not able to produce exposure. The review of the system log file found that the loss of communication from generator. Upon functional testing fse found the issue with cube software. Fse restored the cube software. After restoring of cube software, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.